Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse found the display to be missing segments. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed extended self-testing (est), short self-tests (sst), performance verification testing (pvt), and electrical safety tests. (B)(4).

Event description:
Covidien received information stating an 840 ventilator experienced a flickering screen. The malfunction did not occur during patient use.